Event description:
We received an allegation of questionable inr results for 1 patient tested with coaguchek xs meter serial number (B)(4). On (B)(6) 2022 the patient had an initial meter result of 3.5 inr while upon re-test the meter result was 4.6 inr. The time difference between the tests was within 4 hours. The patient's therapeutic range was 2.0-3.0 inr. The patient's interval of testing is daily.

Manufacturer narrative:
The strips were requested for investigation where they were tested using retention controls. Testing results (qc range = 4.1 - 6.8 inr): qc 1: 5.2 inr, qc 2: 5.4 inr, qc 3: 5.3 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. The results alleged by the customer were observed in the meter¿s patient result memory. However, the meter's time/date were set incorrectly. Additionally, the time stamp (although incorrectly set) shows that the alleged back to back results of 3.5 inr and 4.6 inr occurred more than 4 hours apart. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. The investigation did not identify a product problem. The cause of the event could not be determined.